Manufacturer narrative:
More than >12 strips of lot 479244 were received for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no apparent reagent discoloration on the test strips.the investigation did not identify a product problem.

Manufacturer narrative:
Returned strip vial condition was acceptable. All testing with the returned strips produced acceptable results with no errors or malfunctions. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Quality control tests were run every 24 hours and passed. The operator left the strips vial uncapped and the strips out of the vial for a few hours to overnight. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection.

Event description:
There was an allegation of a questionable glucose result from accu-chek inform ii meter serial number (B)(4). The result from a onetouch meter was 160 mg/dl. The result from the inform ii meter was 219 mg/dl. The patient was given water based on the inform ii meter result.